Event description:
It was reported by service report that the birthing bed side rail covers and panel plastic is broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: side rail covers, side rail inner and outer panels.